Event description:
Pt had device placed in 2001, and placement was confirmed by x-ray. Nine days later, pt had large unexpected projectile vomiting of tube feeding. Pt coughing with coarse breath sounds. O2 sat dropped to 89%. Pt had nasal-tracheal suctioning for a large amount of pink tinged secretions. Physician called, and pt was intubated and ventilated with respirator. Feeding tube was removed prior to intubation. Prior to this event, pt did not show signs of symptoms of intolerance to tube feeding. Pt had positive bowel tones, soft and non-distended abdomen, passing stools 2-3 times per day for 2 days prior to the event. Tube feeding residuals were checked every 4 hours for days prior to event and residuals were consistently 0-35 cc per assessment. Secondary reporter stated the tube had coiled and twisted. Pt was receiving 10 - 30 cc enteral feeding per hour and had been increased to 75 cc/hr. One pt involved.